Manufacturer narrative:
(B)(4). No further details regarding patient, product or procedure were provided by the reporter.

Event description:
According to the reporter; during a gastrectomy procedure the reload closed but did not open during a test for a second fire. The then tried to remove the cartridge which seemed to cause the device to pre-fire.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one powered handle and one adapter and one reload opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of complaint trend and an evaluation of the returned device. No visual abnormalities were noted for the adapter or handle. Visual examination of the staple cartridge noted that the reload was pre-fired and engaged in interlock. The jaws of the reload were open. The reload was loaded into the subject adapter and handle for functional testing. The interlock was overridden and the reload was applied to test media. All staples were placed and test media was cleanly transected. The reload interlock was tested and found to function properly. The jaws opened and closed properly and the reload was able to be unloaded properly. Visual and functional testing of the returned product confirmed the product met quality release specifications that were tested regarding the reported condition. Replication of the pre-fire condition with interlock engagement may occur if the firing button had been pressed and then the open button was pressed after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the loading unit from firing a second time. The file will be closed as a misuse of the product for the reported condition of staples prefired. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.